Event description:
It was reported that a patient underwent an atrioventricular reentrant tachycardia (avrt) / wolff-parkinson-white (wpw) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring pericardiocentesis. During an avrt/wpw case, a pericardial effusion was noticed. The patient began showing a low blood pressure. The pericardial effusion was confirmed by intracardiac echocardiography (ice). The medical intervention provided was a pericardiocentesis and it was unknown how much fluid was removed. A jp drain was also left in place. The physician manipulation while going transseptal was complicated and was done blindly without an ice image and could have been the cause. The patient was reported to be in stable condition but being transferred to the intensive care unit (ICU) for continued monitoring. Additional information provided on the event. The adverse event was discovered post use of biosense webster products. Patient needed a thoracentesis. Patient outcome of the adverse event was fully recovered. A transseptal puncture was performed but product details are unknown. Ablation was performed before the effusion was noted. No evidence of steam pop. The physician believes effusion was due to transseptal but the effusion was not found until after ablating and isolating the pulmonary veins. Irrigated catheter was used in the event and the flow setting was the recommended, default settings were used for thermocool® smart touch® sf bi-directional navigation catheter (not believed to have anything to do with effusion). The correct catheter settings were selected on the generator and the pump was switching from low to high flow during ablation. No error messages were observed on biosense webster equipment during the procedure. Force visualization features used graph, dashboard, vector and visitag all used with the visitag module parameters for stability: time-3 fot 25% for 3 seconds, size 3 tag and no additional filter used with the visitag. Fti color options were used prospectively.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).